Event description:
On march 30, 2007 as the lay user/reporter contacted lifescan alleging that he sees his previous meter reading and the incorrect date/time settings when he turns the meter on. The customer care advocate (cca) explained to the patient that he was accessing the meter's memory. The cca walked the patient through a proper blood gluclose test and the patient was able to obtain a successful meter reading. On an unspecified date, the patient felt tired, sleepy, and groggy. He stated that he did not test on his meter before and during his symptoms because he was unable to get the meter to work. He denied administering any self-care; however, he went to the emergency room last week in the morning (unspecified date). The patient's blood glucose was "200 mg/dl something" on the hospital's meter and was treatead with "life water" along with his regular diabetes medications (500 mg metformin hcl, 3 times daily). The patient indicated that he usually tests 3 times a day. It would be helpful to know when the patient obtained his last successful meter reading and how long he was unable to test on his meter. It would also be helpful to know if he continued taking his oral medications as prescribed during the time he was unable to test. Although the patient was using an incorrect technique to test his blood glucose (use error), this complaint is being reported due to the following conclusion: the patient alleges he was unable to obtain a meter reading for an unspecified time period and ended up being treated for high blood glucose at the emergency room. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.